Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator recharger was frozen. The patient was not using the antenna locate feature. Performing a hard reset of the device resolved the issue. The patient's pain had returned suddenly and the stimulation stopped on (B)(6) 2016.

Event description:
Additional information received from the consumer reported the circumstances that led to the loss of stimulation and return of pain was the programmer wasn't working so they got several new batteries, but the recharger wasn't working either. After the recharger was reset the issue of the loss of stimulation and return of pain was resolved. It was further reported the consumer was getting about 40-45% pain relief and were also taking their medications which helped, but on (B)(6) 2014 they fell, and when they turned on their implant it felt like hiccups and didn't run the way it used to, which they made the neurosurgeon aware of.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.